Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(6) alleging an error 5 message. This complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The returned test strips passed testing with no faults found. Lfs received the meter involved with the complaint on (B)(4) 2012 and has not completed investigations at this time.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 (02/13/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the reported complaint was observed on the meter's error log; however, pa was unable to reproduce failure in meter testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.